Manufacturer narrative:
The customer stated the calibration and qc had been acceptable, but no data could be provided. The field service engineer replaced the cell rinse tube. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. Sample 1 initial albumin result was 76.2 g/l and the repeat result was 39.4 g/l. Sample 2 initial albumin result was 94.1 g/l and the repeat result was 38.6 g/l. Sample 3 initial creatinine result was 21 umol/l and the repeat result was 79 umol/l. It was requested but not known if any questionable result was reported outside of the laboratory. The albumin reagent lot number was 65252401 with an expiration date of 29-feb-2024. The creatinine reagent lot number was 65757401 with an expiration date of 31-may-2023.

Manufacturer narrative:
No further issues occurred after the service actions. The investigation determined the service actions resolved the issue.